Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (monitor does not communicate with electrode belt) has been confirmed. As received, the belt receptacle was pulled from the monitor case and was loose from the j1001 connector on the computer / analog (ca) board. The root cause of the damaged receptacle is excessive force placed at the receptacle.  No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor does not communicate with an electrode belt.